Event description:
The facility representative reported that pump needs a new battery. Information was not provided regarding whether or not the failure occurred during a patient infusion. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being submitted in accordance with instruction from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 26, 2007. Evaluation summary: the customer reported issue was confirmed during service. During service, the baxter technician reported that the main batteries would hold a charge. Inspection of the device found that the main batteries were damaged with 4 battery discharges below alarm threshold and were therefore replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.